Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging reduced cardiopulmonary reserve. In addition, the patient also alleged eye irritation, nose irritation, skin irritation respiratory tract irritation, dizziness, headache, nausea / vomiting, asthma (new or worsening), lung disease. In addition, the patient also reported "death". At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.